Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician. The sample was repeated on the same instrument and resulted higher. The sample was then repeated one time on an alternate instrument and this result was reported to the physician. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.

Manufacturer narrative:
A siemens technical service consultant (tsc) was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant calcium result was due to specimen sample integrity. The tsc determined that this event was a single sample occurence and instructed the customer to check the established qc ranges on the instrument. The customer confirmed that qc recovered within the established ranges. The instrument is performing within specifications. Further evaluation of the device is not required.